Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues removing the battery cap. The customer's blood glucose level was 500mg/dl. Troubleshoot was conducted. The customer was advised replacement battery cap would be sent out.